Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01022 and 3005099803-2010-01023 for the other associated device information. It was reported to boston scientific corporation that three hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip of the tome was put inside the papilla of vater, the handle was then pulled to curve the tip and prepare the cutting wire. When electric current was applied to cut open the papilla of vater, the cutting wire broke in the middle. (I.e. One piece of the cutting is attached to the tip, the other to the proximal part of the catheter.) The same event happened a total of three times, with three different hydratomes. The procedure was completed with a fourth hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The cutting wire was slightly discolored from usage and the broken ends of the cutting wire appeared slightly burnt/blackened. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire broke during use. However, during manufacturing, the tome devices are 100% inspected for working length and cut wire integrity. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01022 and 3005099803-2010-01023 for the other associated device information. It was reported to boston scientific corporation that three hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip of the tome was put inside the papilla of vater, the handle was then pulled to curve the tip and prepare the cutting wire. When electric current was applied to cut open the papilla of vater, the cutting wire broke in the middle. (I.e. One piece of the cutting is attached to the tip, the other to the proximal part of the catheter.) The same event happened a total of three times, with three different hydratomes. The procedure was completed with a fourth hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.